Event description:
Two (2) days post lumbar fusion procedure performed, the catheter broke while being removed. An approx 4 centimeter fragment remained, which was subsequently removed two days later. The pt's condition is stable.

Manufacturer narrative:
The device involved in this incident was not available for eval. Without the actual product, a complete analysis cannot be conducted. Therefore, the info contained herein was based on the info provided by the initial reporter (surgeon). Add'l info, such as the device lot number was not available; therefore, I-flow was unable to conduct catheter performance tests on the same lot number. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. It is worth noting that I-flow's catheter s are made of non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.